Event description:
My husband purchased 23gx1 1/2' safety needles from (B)(6) on amazon. I am a nationally certified medical assistant with over 20 years experience providing injections. I have used these needles 3 times to administer my husband's im medication. Each time the safety device did not activate. When attempting the single finger action to close the safety sheath over the needle it does not snap shut. The needle just bends. This 3rd time resulted in an accidental finger stick. While I am hiv negative, my husband is not. These needles are not compliant with safety standards and need to be removed from the market. I have an upcoming appointment for medical testing. Reference report #mw5162675, #mw5162676.